Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they were new to the pump and tried to conduct set change, but received no delivery alarm. The customer states they did not resolve the alarm and their fingers turned blue and ended up at the hospital. The customer's blood glucose level at the time of incident was 107mg/dl. The customer's blood glucose level at the time of hospitalization was 159mg/dl. The customer is being sent replacement supplies.